Event description:
Baxter received a report from a physician that a spike broke during draining. The set was connected with dianeal pd-2 2.5 twin bag 2000ml at the time of the incident. There was no patient injury or medical intervention reported. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: results indicated confirmation of the reported condition of a broken spike. The set was visually inspected and it was noted that the spike was broken completely off at the base of the spike. There were no other visual defects noted.